Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported during a biceps repair procedure upon inserting the ar-1662bc swivelock biocomposite the threads were damaged. Additional information received on 8/17/2020: the bone was prepped by drilling a 6.0mm lopro. After the anchor failed, the surgeon drilled a 2.5 hole and an 8.0 lopro. The surgeon used a 90 degree straight passer and passed the suture through both holes while inserting the tendon into the 8.0mm hole and tied the suture. The implant was discarded.